Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and decapping was observed. Gel smearing, stopper pop-off, hemolysis, additive abnormality, and poor serum was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for further evaluation. Upon completion, no defects were observed. 100 retained samples were visually inspected and no additive abnormality, cocked stopper was observed. 10 retained samples were taken and drawn with water, none of the cap/stopper assemblies detached. The same 10 samples were centrifuged at 1300g for 10 minutes, none of the cap/stopper assemblies detached. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure modes, poor barrier formation**/hemolysis /gel smearing, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Clinical testing for reported poor serum was tested for poor barrier separation based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to poor serum, hemolysis, gel smearing, additive abnormality, and stopper pop off. This complaint has been confirmed for decapping based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to gel smearing, hemolysis, and poor serum were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with an unspecified number of bd vacutainer® sst¿ ii advance plus blood collection tubes there was excess gel in tube, there was poor barrier separation and hemolysis occurred, the stopper also had a loose closure and blood leakage occurred. There was no report of patient impact. The tubes cap is not sealed well that cause blood spilling during house call visits, centrifugation, transportation and storage as well as it isn¿t suitable for withdrawing by syringe. According to gel separator, the gel martial is sealed and that cause hemolysis of the sample even it was drawn very smooth the patient. Time of blood clotting should exceed 30 min as we informed before centrifugation to separate serum well that delay the work flow. The amount of clot activator covering the tube wall too much, so it affects the sample the rubber cap of the tube is too hard and resist the needle during sampling, that cause a very painful sampling for the patient, and cause rapture of needle and blood dropping from the other side.

Manufacturer narrative:
The following field has updated with additional information: b.5. Describe event or problem: it was reported that during use with an unspecified number of bd vacutainer® sst¿ ii advance plus blood collection tubes there was excess gel in tube, there was poor barrier separation and hemolysis occurred, the stopper also had a loose closure and blood leakage occurred. There was no report of patient impact. -the tubes cap is not sealed well that cause blood spilling during house call visits, centrifugation, transportation and storage as well as it isn¿t suitable for withdrawing by syringe. -according to gel separator, the gel martial is sealed and that cause hemolysis of the sample even it was drawn very smooth the patient. - time of blood clotting should exceed 30 min as we informed before centrifugation to separate serum well that delay the work flow. -the amount of clot activator covering the tube wall too much, so it affects the sample - the rubber cap of the tube is too hard and resist the needle during sampling, that cause a very painful sampling for the patient, and cause rapture of needle and blood dropping from the other side.

Event description:
It was reported that during use with an unspecified number of bd vacutainer® sst¿ ii advance plus blood collection tubes there was excess gel in tube, there was poor barrier separation and hemolysis occurred, the stopper also had a loose closure and blood leakage occurred. There was no report of patient impact. -the tubes cap is not sealed well that cause blood spilling during house call visits, centrifugation, transportation and storage as well as it isn¿t suitable for withdrawing by syringe. -according to gel separator, the gel martial is sealed and that cause hemolysis of the sample even it was drawn very smooth the patient. - time of blood clotting should exceed 30 min as we informed before centrifugation to separate serum well that delay the work flow. -the amount of clot activator covering the tube wall too much, so it affects the sample - the rubber cap of the tube is too hard and resist the needle during sampling, that cause a very painful sampling for the patient, and cause rapture of needle and blood dropping from the other side.

Event description:
It was reported that during use with an unspecified number of bd vacutainer® sst¿ ii advance plus blood collection tubes there was excess gel in tube, hemolysis occurred, the stopper had a loose closure and blood leakage occurred. There was no report of patient impact. The tubes cap is not sealed well that cause blood spilling during house call visits, centrifugation, transportation and storage as well as it isn¿t suitable for withdrawing by syringe. According to gel separator, the gel martial is sealed and that cause hemolysis of the sample even it was drawn very smooth the patient. Time of blood clotting should exceed 30 min as we informed before centrifugation to separate serum well that delay the work flow. The amount of clot activator covering the tube wall too much, so it affects the sample the rubber cap of the tube is too hard and resist the needle during sampling, that cause a very painful sampling for the patient, and cause rapture of needle and blood dropping from the other side.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.